Event description:
It was reported that an alert was generated via the remote home monitoring system indicating the pacemaker had reached safety mode. This switched the pacing polarity to unipolar. Subsequently the patient was hospitalized and a replacement procedure was performed the following day. This pacemaker was explanted and replaced. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that an alert was generated via the remote home monitoring system indicating the pacemaker had reached safety mode. This switched the pacing polarity to unipolar. Subsequently the patient was hospitalized and a replacement procedure was performed the following day. This pacemaker was explanted and replaced. No additional adverse effects were reported.